Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, which caused the volumetric failure. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump failed the volumetric accuracy test. The values they provided indicated that the pump was still within the volumetric range that mmd considers not reportable. When the pump was returned to mmdg, the pump over infused at a rate the mmd would consider reportable. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The volumetric failure was discovered at moog. (B)(4).